Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous right coronary artery. This 30mm x 2.00mm emerge mr balloon catheter was selected for pre-dilatation. Upon inserting the emerge balloon inside the patient, resistance was encountered. The balloon ruptured at 8atm (inflation unknown). The device was removed intact from inside the patient. The procedure was completed with a 2.0 x 20 emerge balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).